Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during surgery, the ophthalmic system was unable to switch from fluid to air exchange mode. The surgery was completed using a new cassette. There was a delay in surgery, but no longer than thirty minutes. The patient impact have not been provided. This reports pertains to ophthalmic system.

Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.